Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post chronic catheter placement, the catheter was allegedly ruptured. It was further reported that the catheters were repaired. There was no reported patient injury.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2022-03114 was a duplicate record and was opened in error. The event details are being captured under complaint file # 5703020 and was reported to the FDA under MFR rpt# 3006260740-2022-03098. H10: g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that some time post chronic catheter placement, the catheter was allegedly ruptured. It was further reported that the catheters were repaired. There was no reported patient injury.